Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit also failed leak. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: faulty cable. In regard to the newly identified malfunction, the cause was traced to a puncture on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a black picture. There were no reports of patient harm.